Manufacturer narrative:
Follow-up #1 05/16/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that she has been experiencing elevated blood glucose (bg) for two weeks and that on (B)(6) 2013, she went to the hospital with bg over 500mg/dl, small ketones, mildly increased thirst, and mild fatigue. The patient did not know what her bg was at the time of the call to animas. The patient stated that the elevated bgs over the past two weeks came on suddenly and she did not know why. The patient stated that she would correct with the pump but could not get bg to go below 300mg/dl. The patient stated that the pump was discontinued while in the hospital and she was given IV insulin. The patient noted that on (B)(6) 2013 when her bg had improved, the doctor at the hospital had her reconnect to the pump and immediately her bg started to rise. The patient noted that the doctor adjusted her basal rates and the insertion sites were changed, with no improvement to bg. The patient discontinued insulin pump therapy and started using a back-up plan of long and rapid acting insulin. The patient noted that the healthcare provider (hcp) stated the pump was malfunctioning and insisted that it be replaced. The hcp reportedly would not discharge the patient until the pump was replaced. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories were correct. There were no missed boluses observed and no associated alarms found in the pump histories. The patient denied any site, set, cartridge, or insulin issues. The patient denied any changes in diet or weight, and stated that the pump settings had not been adjusted prior to admission to the hospital. Troubleshooting indicated no pump defects, however the pump was replaced due to the hcp insistence that the pump is malfunctioning. Cts provided a follow-up call to the patient later the same day and the patient noted that she was to be discharged that day and her diagnosis was diabetic ketoacidosis. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia requiring medical intervention while using insulin pump therapy and due to the hcps insistence that the pump was not working correctly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.